Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2a, d2b, d4, g4, h4, h6.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device remains implanted. Healthcare professional later reported "minimal amount of fluid around the implant" and acute pain. Device is not PMA approved.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. The device remains implanted.